Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump required repairs for an unspecified problem. During baxter's eval of the device, the device alarmed system error 105. Any pt involvement, injury or med intervention is unk.